Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02763. It was reported the patient experienced a loss in stimulation. Reportedly, the patient has not charged in more than eight years due to shocking sensation at the ipg site. As a result, the patient may be awaiting surgical intervention.